Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of stenosis is listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2013 the 2.5x18 mm xience xpedition stent was implanted in the mid left anterior descending (lad) coronary artery. On (B)(6) 2018 the patient had stenosis in the lad which was found through a myocardial perfusion scan, but no ischemic symptoms were reported. It is unknown if an angiogram or other treatment will be performed. No additional information was provided.